Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: unknown / not provided, but best estimate is late (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 25.5 diopter intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. It was later explanted due to patient complaint of blurry vision. The replacement lens is a non-johnson and johnson lens. Reportedly, patient is doing well post-exchange. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 11/21/2019. Device evaluation: the zlb00 was not returned in its original package. Visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted/explanted. Based on the analyzed of the returned, there is no indication of product quality deficiency. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation requests for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.